Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the ratio pump to resolve the issue. The fse verified instrument operation.

Event description:
The customer reported obtaining a false high sodium (na), chloride (cl), potassium (k) and carbon dioxide (co2) result for one (1) patient, involving the unicel dxc 600i synchron access clinical system. The customer repeated the sample on an alternate dxc and same dxc (prior to servicing) and obtained na, cl, k, co2 results within the normal reference range for the patient. The false high na, cl, k, and co2 result were reported outside the laboratory and later amended. There was no effect to patient treatment in connection to event. Quality control was within laboratory's established ranges on the day of the event.